Event description:
A bipap auto biflex device was returned to a third party center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e53 err_comp_log_sem_timeout, e55 err_therapy_queue_full, e62 stuck_ramp_key, e63 err_stuck_knob_key, e66 err_stuck_encoder_b. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.